Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was showing an eri (elective replacement indicator) of 7 months. An unspecified diagnostic workup prior to replacement showed an inflammatory mass. The pump was replaced to avoid in-vivo battery depletion. The catheter was replaced due to the inflammatory mass. There was reported to be no patient injury. The medication being delivered via the device system was not reported.